Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, as balloon rupture occurred. The 100% re-stenosis of a non-bsc stent was located in the non-calcified and moderately tortuous external iliac artery; the stent implant date is unknown. The 4.0 x 20mm sterling balloon catheter was advanced to the lesion and ruptured upon the second inflation; it is unknown how many atm's the balloon was inflated to when this event occurred. The patient presented no symptoms when the sterling balloon ruptured. The sterling balloon catheter was removed, intact, from the patient. A 5.0 x 40m pathblazer balloon catheter was advanced to the lesion and inflated to 18 atm's. Upon the second inflation at 18 atm's, the pathblazer balloon ruptured. During attempts to retrieve the pathblazer balloon, the distal marker became stuck to the edge of the stent and the balloon fragment needed to be removed surgically. No further patient complications were reported. The patient's condition upon discharge is unknown.